Event description:
The customer received questionable ion selective electrode (ise) sodium results on their cobas 8000. The customer repeated about 40 samples, and there were five samples identified where the sodium values differed. On four of the samples, the initial result was stopped by the psm and the result from the repeat was reported outside the laboratory. There was one patient sample with discrepant results reported outside the laboratory. The patient's initial sodium result was 130.3 mmol/l. The repeat result was 141.1 mmol/l and issued as a corrected report. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The customer stated that after receiving an alarm, they opened the analyzer lid and found that the screws to the sample inlet to the electrode were loose on both ise units. The customer tightened the screws. The next day the field service representative was on-site and checked the screws on the instrument.

Manufacturer narrative:
This event occurred in (B)(6).